Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure name of index surgical procedure what instruments were used to grasp the needle? Where was the needle grasped during use? Were the needle piece(s) retrieved during the same procedure? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? If applicable, will product be returned, return date, tracking information

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. During the procedure, the needle pull off occurred and the needle stayed stuck under the patient's skin. The brightness amplifier was needed to find the needle and an additional scar was done on the patient. Additional information has been requested.

Manufacturer narrative:
During the visual inspection of returned representative samples, no defects were found on the packages. Per the conditions of the samples received, no attachment defects were found and the tested samples met the requirements.